Event description:
A customer contacted beckman coulter inc. (Bci) in regards to tbil cartridge that leaked into the box. No injury was reported.

Manufacturer narrative:
Hotline sent a replacement to the customer.